Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported patient called the hotline and said that his pump reservoir volume is empty but he noticed that there was still some liquid in the bag. Reviewed pump settings: demand dose 4 ml every 30 minutes, 2 doses per hour, doses given - 10, doses attempted - 10. Patient states the bag of medicine reads 700 ml. Explained to patient the pump was programmed for 497.70 ml to be given and the reservoir volume is 0. Instructed patient to power pump off and can proceed with catheter removal. Patient states he already has catheter removal and pump return instructions. Patient verbalized understanding and no further needs at this time. No patient injury was reported.